Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported there was stimulation in an undesired location. The patient's back was hurting, so she "put the implantable neurostimulator recharger (insr) on," and when she woke up from a nap, she had uncomfortable stimulation in her legs instead of her back. The patient noted the stimulation in her legs caused her legs to shake as she walked. The patient noted that stimulation eventually stopped and she took a percocet. There were no trauma or falls reported that could have been related to the issue. The patient programmer (pp) showed "charge ins." It was reviewed that the implantable neurostimulator (ins) would have to be charged before an adjustment was possible. The patient noted that she did not want to "put the insr back on." It was recommended to the patient to discuss the issue further with her healthcare provider (hcp). The patent noted her hcp said it was ok to charge. The patient later reported the change in stimulation was not related to positional movement. There were no recent medical tests or electromagnetic interference (emi) exposure. The patient checked the device with the pp. The patient synced the ins with the pp and the pp showed that stimulation was on and showed poor communication. The patient had poor communication because she did not have the antenna over her implant. The patient tried again and the issue resolved. The patient had the ability to change stimulation. The patient was having a difficult time following directions and the call went dead so patient services were unable to complete troubleshooting. The patient was directed at the beginning of the call to make an appointment to see her hcp to determine why she was having issues and to see if it was an internal issue or a matter of reprogramming. Symptoms reported included stimulation being felt in the legs and the patient's knees hurt. The patient noted her doctor told her it was because she slept with stimulation on and she overstimulated herself. The change in therapy/symptoms was noted to be sudden. The patient also noted that she had pain in her back and her legs were tingling when she woke up. The patient tried to walk up the stairs and had issues due to the knee pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017. When the implantable neurostimulator (ins) was first implanted it felt like electricity was going through their legs and it ¿messed up¿ their legs. It was reported that the patient had never been pain free with the therapy. Therapy had never worked. There were no falls or traumas reported. Stimulation had never worked and the patient still took percocet. The patient had back pain. The caller had an appointment with the health care professional (hcp) on (B)(6) 2017 to discuss explant.

Manufacturer narrative:
(B)(4) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had been in contact with her hcp about removing the ins and reported hcp told her it was sewn into her nerves. Patient inquired if this was correct and the hpc would remove the whole system. Patient also reported that her hcp is making up excuses about removing the device and state she did not trust the hcp with her back. Patient mentioned the reason for the implant was for the pain in the "bottom of her back". Patient services explained to patient that leads were not sewn into the nerves, the lead was inserted into the spinal cord and some sutures may be involved. Patient was redirected to hcp regarding what parts of the system would be removed in explant. Patient was sent additional physician listings. No additional symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient's weight at the time of the event was 221 lbs. The doctor would not take the device out, always had an excuse. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.